Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. The heater test failed. Failure due heater not activating. Failure was caused by a blown f1 fuse with signs of thermal decomposition on the ac distribution board. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a blown f1 fuse with signs of thermal decomposition on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving the m67 fluid temperature out of range alarm during step 5 of setup. Alarm occurred several times tonight. Patient was connected during incident. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will not perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient involvement or adverse event indicated. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. Upon physical evaluation of the cycler by the manufacturer, it was identified that the ac distribution board had thermal decomposition.